Manufacturer narrative:
(B)(4). (B)(4) (medical intervention required). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient underwent a cholecystectomy in 2003. On (B)(6) 2010 a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010 liver function tests were performed and recorded, and baseline biliary symptoms were assessed, which included right upper quadrant pain and nausea/vomiting. A sphincterotomy was performed prior to this procedure, and the stricture had been previously dilated with one plastic stent and a balloon. The previously placed plastic stent was removed prior to study stent placement. A sphincterotomy was not performed during the study stent placement procedure. On (B)(6) 2010, the 10 mm x 40 mm stent was deployed in satisfactory position across the stricture. During the stent placement procedure, the patient experienced right upper quadrant pain. The patient was treated medically as an inpatient. The event was considered resolved without residual effects on (B)(6) 2010. On (B)(6) 2010, the patient was discharged. The relationship between the event and the study stent placement was reported to be possible, per the investigator. The investigator's reported device causality assessment was reported to be related. On (B)(6) 2010, 6 days post stent placement, during a follow up exam, the patient experienced right upper quadrant pain. The patient was treated medically, and on (B)(6) 2010 the event was considered resolved without residual effects. The relationship between the event and the study stent placement was reported to be possible, per the investigator. The investigator's reported device causality assessment was reported to be related.